Event description:
Caller reported that their pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, including confirming the pump was not plugged into a power source, trying to power it on, and recharging, but the screen remained off. Customer reverted to an alternate method of insulin delivery.